Event description:
It was reported that pump displayed malfunction message but no notable events occurred beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction appeared again, which customer acknowledged and understood.